Event description:
It was reported that upon interrogation of the device, eol was observed on the device and several shocks due to arrhythmia but the arrhythmia could not be terminated. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned due to eol (end of life). Analysis was normal. The device functionality was evaluated and found to be normal in the laboratory. No anomalies were found.